Manufacturer narrative:
D1: medical device brand name: potential product is epicenter based on customer verbiage. D4. Medical device catalog #: unknown. D4. Medical device serial#: unknown. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unknown epicenter product, there is misassociation of old patient information to new tests. After several attempts of contact the customer could not clarify the sn of the affected epicenter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - customer indicating that epicenter (444165/jrpn201005y1) was associating old patient data to new tests. Initially the issue was resolved by walking the customer through the process of disassociating and reassociating to the correct patient. Additional discovery in this instance indicates that some older specimen were not finalized properly. When this occurs, it's possible that scanning will recall older patient data. This is not a confirmed complaint of a bd product. Complaints for misassociation were under statistical control for the month of october. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using an unknown epicenter product, there is misassociation of old patient information to new tests. After several attempts of contact the customer could not clarify the sn of the affected epicenter. No adverse impact was reported regarding the patient or user.